Event description:
Within months of my essure implant I began constant vomiting to the point of removing my gallbladder, which did not help, constant hot flashed, constant cramping and sharp pains, diagnosed with fibromyalgia, anxiety, and ptsd to the point of being admitted to a neurological center. I wake every morning with "morning sickness" and constant pains throughout my entire body, my joints and muscles constantly ache and the touch of anything on my skin is so sensitive and heightened to the point I can't have anyone touch me. I, at random points, get an odd metallic taste in my mouth that won't go away no matter how much I brush my teeth or use mouthwash. Within a week after my implants I got my very first ever migraine; the migraines have gotten so frequent I find myself battling them weekly sometimes lasting two or three days. I get so dizzy and light headed, for what seems to be no apparent reason, to the point I have passed out. This past (B)(6), I got dizzy and passed out falling down a flight of stairs shattering my dominate hand. I had to have four screws and a plate put in and after four long months of therapy, I will never have full function of my hand again. I had tests ran on my brain, my heart and blood pressure and there is no explanation so far as to why this all has been happening. Coincidentally, every problem that I have had began within months of my essure implants and before these things where put in my body I was always healthy. I was also active and happy, and now I shelter myself. I am scared and too hurt to function and be the mother and happy person I was before the implants that I was assured by the doctor was "a much safer alternative to tubal ligation with practically no side effect" his idea of no side effects turned out to be the worst decision of my life. I am not myself and I know it's because of this device. Essure implant, two coils that are not removable. They are permanent. Dose or amount: 2 coils; route: vagina. Dates of use: (B)(6) 2008. Diagnosis or reason for use: birth control device.